Manufacturer narrative:
(B)(4). The complaint iw934 cosycot infant warmer is currently en route to fisher & paykel healthcare (B)(4) for evaluation. We are in process to determine if fph's product caused or contributed to the reported event. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6), reported that the iw934 cosycot infant warmer had the upper and lower harness connector discoloured. This was found before patient use.

Manufacturer narrative:
(B)(4). The upper and lower head harness of the complaint iw934 cosycot infant warmer were returned to fisher & paykel healthcare in (B)(4) for evaluation. Results: visual inspection revealed that the upper and lower harness connectors housing was found to be discoloured. No discrepancy was noted when the warmer's production record was reviewed. The warmer was released for distribution in october 2006 and is thus nearly ten years old. Conclusion: the upper and lower harnesses are used to connect the head unit to the control unit of the infant warmer. Previous investigations of similar complaints revealed that the discoloured harness connectors of the infant warmers were most likely the result of arcing that occurred between two electrical contacts, leading to contact failure. The arcing was most likely caused by a poor connection. All components on the harness assembly of the infant warmer are enclosed in a sheath and fire rated by (B)(4). The entire harness is enclosed in a ul v-0 rated fire retardant enclosure. Should the connectors completely fail during the operation, an audible and visual alarm will be registered on the front control panel of the infant warmer, thereby allowing the hospital staff time to act and provide other means of warming.

Event description:
A healthcare facility in (B)(4), reported that the iw934 cosycot infant warmer had the upper and lower harness connector discoloured. This was found before patient use.